Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with excessive lows despite strict carbohydrate counting for meal announcements, and the pump did not appear to adapt, leading to a request for additional training. Symptoms included hypoglycemia. Outcomes included assignment for additional training without alerts or alarms. Investigation included internal case review and arrangement of training support. Investigation of this case revealed no confirmed device malfunction and no alarms, with the issue characterized as cause unclear hypoglycemia during therapy use. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and user support through training was warranted.